Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: customer retained the product- implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: aiming arm locking device (part number: 03.037.015, lot number: 9501063, quantity: 1).

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). 510k: this report is for an unknown nail/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the long 4.2 dit was reported that on (B)(6) 2020, the long 4.2 drill going through the distal sleeve through the targeting guide got stuck halfway through the screw hole in the 11mm short nail. They checked the trajectories of the nail on the jig prior to inserting in the femoral canal and everything seemed fine. After the case, the surgeon felt that the distal targeting sleeves and the distal screw targeting jig might be worn or out of adjustment. It is unknown if there was a surgical delay. The patient was stable after the procedure. The procedure was successfully completed, able to use equipment in question to finish case. This complaint involves five (5) devices. This report is for one (1) 130 deg aiming arm. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.